Event description:
Meter was reading inaccurately low, the patient's nurse obtained a result of 27 mg/dl on the reported meter while the patient was "feeling fine". The nurse called emt. Emt tested the patient with the reported meter and test strips; the result was 40 mg/dl. Emt gave the patient table sugar with milk. Emt took the patient to the ER where a result of 260 mg/dl was obtained on the ER device. The patient received no medication in the ER and was released to home after a couple hours. The patient was given sugar with milk when patient may not have been hypoglycemic; however, there is no indication that the patient experienced injury or medical intervention due to the product. The customer care representative (ccr) noted that the test strips were in good condition, were not expired, had not been open longer than the discard date, and were stored correctly. The ccr walked the relative through a control solution test and obtained a low, out of range of 17 mg/dl. A different vial of strips was used and the result was 104 mg/dl, which fell within the specified control solution range. A check strip test was not conducted, as the patient did not have a check strip. The patient was tested over the phone with the second vial o test strips and the blood test result was 180 mg/dl. Based on the information provided, inaccurately low blood glucose results and control solution tests were reported on the meter using one vial of test strips. Tests conducted with a second vial of test strips appeared to be accurate. There is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The test strips and control solution were replaced.